Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear of the tibial insert and patella, osteolysis, and aseptic loosening of the femoral component and patella after being implanted for over 12 years as stated in the legal documentation and operative notes. The loosening may have been the result of insufficient bonds between the knee components and the bones. The extent and root cause of the reported polyethylene wear and osteolysis cannot be confirmed as the devices were not available for evaluation and images of the explanted devices/pre-revision radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 12 years and 6 months post the initial right total knee arthroplasty, the patient was revised due to prosthesis wear of the tibial insert and patella, aseptic loosening of the femoral component and patella, and osteolysis. There was extensive synovitis and a thorough synovectomy of the joint was performed. There was no evidence of infection grossly; multiple specimens were sent to pathology. Lateral posterior synovitis and scar tissue, as well as posterior osteophytes were removed. The patient was transferred to the recovery room in stable condition.